Event description:
Senseonics was made aware of an incident where user experienced diabetic ketoacidosis between 7:30 pm and 8:30 pm on (B)(6) 2025.the user lost consciousness, became unresponsive, and was transported to a hospital by ambulance for emergency treatment. The user reported on (B)(6) 2025, between 7:30pm 8:30pm, sg was 178mg/dl and bg was 1000mg/dl.after dms review, on (B)(6) 2025, between 7:30pm 8:30pm sg did not go above 174mg/dl and no bg was entered at the time of the event. After dms review, we confirmed that the user didn't receive a low/high glucose alert at the time of event because the sg never went past the alert level. The user received insulin drips and potassium as treatment at the hospital. The user was prescribed insulin as medication.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
It was reported that the user had diabetic ketoacidosis on (B)(6) 2025 where the user lost consciousness, became unresponsive, and was hospitalized. He was transported to a hospital on an ambulance and treated by emergency service. The user reported on (B)(6) 2025, between 7:30pm to 8:30pm, where sg was 178 mg/dl and bg was 1000 mg/dl.a review of the data management system (dms) data revealed that (B)(6) 2025, between 7:30 pm to 8:30 pm where user's sg did not go above 174 mg/dl and no bg was entered at the time of the event. As a result, the reported event could not be confirmed.per case information, the user received insulin drips and potassium as treatment at the hospital. The user was prescribed with insulin as medication.in an associated case for the user's complaint about sensor inaccuracy(complaintrec- (B)(4)),the blood glucose (bg) values entered into the system as calibrations fit sensor glucose (sg) trends well and the system was working within expectations.no further actions were possible for this complaint as the user stopped responding to the communications from customer care. B4.date of this report 21 february 2025. G3.date received by the manufacturer? 21 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.